Manufacturer narrative:
Correction: section h device manufacture date. This supplemental MDR was submitted to reflect the correct manufacture date.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system fridge not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system fridge not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) powered off the helmer refrigerator using the battery key and rebooted it to resolve the issue. The fse then rebooted the station, and the system returned to normal function. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system fridge not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from the pharmacy. There were no adverse events or injuries reported based on this event.